Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the nurse heard an alarm and said that the system "shutdown". The perfusionist was called to assess the event. The registered nurse (rn) attempted an emergency switch, but could not remember the correct sequence. The patient remained on the same console, motor and flow probe. When the perfusionist arrived to the bedside, no alarms were present and the device was operating as expected. The data logger showed no alarms prior to the entry of "system shutdown initiated". The nurse denied pressing the emergency hold to stop, or the green power on button. It was unclear from the clinicians if the rpm ever dropped or if flow was lost. The console was taken out of circulation. The patient did not suffer any consequences. The biomed did mention that the internal battery was expired. Associated MFR: 3003306248-2022-00012.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system alarming and shutting down was confirmed. The centrimag motor (serial#: (B)(6) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed events spanning approximately 5 days (24jan2022 - 26jan2022, 23feb2022 - 24feb2022 per time stamp). Events occurring on 23feb2022 and on took place during lab testing at abbott. On 24jan2022 at 21:58, an "sf_ifd_shutdown_initiated" was active which triggered a "motor disconnected: m2" alarm. The speed dropped from ~2700 rpm to 0 rpm. The m2 alarm was able to be muted and cleared and the motor speed was resumed at 22:00. The centrimag motor was returned for analysis to the service depot. The motor was connected and run on a test loop and the motor cable was manipulated, the pump stopped and a ¿motor disconnected: m2¿ alarm was active, confirming the reported event. The motor was scrapped and forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the motor was connected to a test console, flow probe, monitor, and blood pump. Upon power on, the ¿motor disconnected: m2¿ and ¿system alert: s3¿ alarms were active. When the motor cable was manipulated near the motor end bend relief, the alarms would clear and reactivate. The motor cable underwent a resistance and insulation test and the resistances of all conductors within the motor cable were all either higher or lower than the expected values. The motor cable was stripped near the observed kink. The conductors were kinked. The blue signal wire was damaged, and the conductor was poking through the insulation. The root cause for the reported event was conclusively determined to be due to damage to the blue conductor in the motor cable. The device history records were reviewed for the centrimag motor (serial#: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including m2 and s3 alarms. No further information provided. The manufacturer is closing the file on this event.